Event description:
It was reported to boston scientific corporation that during an endoscopic papillary balloon dilation procedure, contrast medium leaked from the balloon at 3 atm inflation. The patient's condition was reported to be "good" following the procedure. Note: as reported, this event did not represent a MDR-reportable scenario. Evaluation of the returned device, completed in 2008 revealed that the balloon was torn longitudinally. This is a MDR-reportable scenario.

Manufacturer narrative:
The complaint sample was returned for evaluation and found to be torn logitudinally (not merely leaking) indicating that it had burst. Balloon leaks and bursts can occur due to contact between the balloon membrane and a sharp exterior source such as calcified lesions or contact with the scope. The most probable root cause of this complaint is operational context as the complaint may be due to contact between the balloon and sharp exterior source. A review of the device history record (DHR) for the reported lot revealed no anomalies.